Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high out of range (oor) superior vena cava (svc) defibrillation impedance. Isometric testing produced varying svc impedance as well. The svc coil and associated alerts were programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.